Manufacturer narrative:
The customer reported that the cns (central monitoring system) was hard shut down during a power outage. The ups did not last long enough for the power to switch over to generator. After the cns came back on, the registration codes became inactive. Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) was hard shut down during a power outage. The ups did not last long enough for the power to switch over to generator. After the cns came back on, the registration codes became inactive.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) was hard shut down during a power outage. The ups did not last long enough for the power to switch over to generator. After the cns came back on, the registration codes became inactive. Customer was provided with passwords. Customer confirmed all functions. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.